Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The consumer on behalf of their parents reported an unknown quantity of false negative results via social media with the binaxnow covid-19 antigen self-test across two patients. This manufacturer's report addresses patient one (1) of two (2). The consumer stated the patient tested negative despite being infected with covid-19. Per the consumer, the patient was later hospitalized. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.

Event description:
The consumer on behalf of their parents reported an unknown quantity of false negative results via social media with the binaxnow covid-19 antigen self-test across two patients. This manufacturer's report addresses patient one (1) of two (2). The consumer stated the patient tested negative despite being infected with covid-19. Per the consumer, the patient was later hospitalized. No additional information, including patient treatment and outcome, was provided.